Event description:
The customer received a blood glucose result in the 200 - 300's mg/dl. The customer felt woozy and went to the emergency room at about 3pm. At the hospital the customer blood glucose was taken and the result was 71mg/dl. The customer was given an IV and kept overnight. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.